Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the review period. Error log review found multiple high alarms displayed: cassette locked but not latched on. Functional testing was performed, and the primary problem was not replicated. Cause of primary problem was intermittent downstream occlusion (dso) sensor. Replaced the dso sensor to fix customer's reported problem and bring pump into full functionality. Device passed all functional tests after repair.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump was alarming with message "cassette locked, but not latched. Unlock and reattach cassette.". The event occurred during testing. There was no delay in therapy. There was no patient involvement.